Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 23 mg/dl. Customer's other blood glucose value was 33 mg/dl. The customer was treated with carbohydrate and intravenous insulin. Customer declined trouble shoot for low blood glucose. The device will not be returned for analysis.